Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillation conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation and outer tubing overlay were breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism. The analyst noted that the lead appears to have been implanted with a bend in it at the fracture site. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for rv pace lead impedance occurred on (B)(4) 2010 03:00:03 and (B)(4) 2011 03:00:04. The weekly pacing measurement log data show varying impedance and abrupt increase for max v.pace from 520 to 1712 ohms peak between (B)(4) 2011 and (B)(4) 2011. Interference/noise was also noted as ventricular short interval count v-sic was 773.1 counts avg/day, in 1.046 days, between (B)(4) 2011 11:52:48 and (B)(4) 2011 11:59:37.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillation conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation and outer tubing overlay were breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism. The analyst noted that the lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the right ventricular lead had a subclavian crush. The lead was explanted and replaced; however, the proximal portion of the lead was destroyed during the lead removal. No patient complications have been reported as a result of this event.